Event description:
The customer reported that a technician opened the package and noted that the pad was discolored. The pad was not used on the patient. Initial evaluation of the returned sample found it did not have continuity.

Manufacturer narrative:
(B)(4). The incident sample has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.